Event description:
It was reported that a patient underwent balloon kyphoplasty procedures at levels t7, t12 and l3. The procedure went smoothly; however, as the physician scrubbed out and began dictation, the patient's "vitals collapsed". The patient coded soon thereafter on the table. No further information was reported.

Manufacturer narrative:
Eval method: follow-up with company representative.